Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that there was difference in sensor glucose and blood glucose. Blood glucose value at the time of event was 12 mmol/l. Troubleshooting was performed and the customer was not sure whether the insulin delivery was suspended or not due to sensor glucose and blood glucose difference. The customer also reported calibration not accepted and sensor updating alert. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.